Manufacturer narrative:
A leak rate of 750 ml or lower is insufficient to affect device ventilation. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow, which is what occurred per the fe. The ability to provide ventilation was not affected. H3 other text : a leak rate of 750 ml or lower is insufficient to affect device ventilation. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow, which is what occurred per the fe. The ability to provide ventilation was not affected.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The soda lime canister was replaced to resolve the reported issue.

Event description:
The hospital reported a leak in excess of 4.5 lpm that could cause a loss of mechanical ventilation. There was no report of patient involvement.